Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has cassette sensor defective, unknown patient involvement.

Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found delaminated downstream occlusion sensor (dso) seal. Customer concern "cassette sensor defective", confirmed through power test and upstream occlusion sensor (uso) test. Further investigation, unit failed cassette drop test. Adjusted latch lock. Replaced sensor and seal, performed visual inspection, cassette drop test to confirm repair. Performed performance verification tests (pvt), unit passes all testing criteria. Software updated. Unit reset to standard configuration."